Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the patient connector needs to be replaced. There was no report of patient involvement.